Manufacturer narrative:
File attachment: updated. B5 executive summary: corrected. G4 reportability awareness date: corrected. H2 follow up type: corrected. H3 summary attached: updated. H10 additional mfg narrative: corrected. After further review, it was clarified that the acute subarachnoid hemorrhage (sah) was related to a wire perforation but not to the flow diverter (subject device). It is not known what type of guidewire was used. There was no allegation against the subject flow diverter. Therefore, this event does not meet the criteria of a complaint and is not a reportable event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the subject device.

Event description:
It was published in the journal of interventional neurology an article of a series of 37 patients who were treated with the subject flow diverter. During one of the procedures, it was reported that a wire perforated the patient's middle cerebral artery resulting in an acute subarachnoid hemorrhage prior to flow diverter deployment. The physician promptly reversed heparin and anti platelet medications which were being used for anti-coagulation. It is unknown what type of wire was used. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available as it was implanted; therefore, functional testing as well as physical analysis cannot be performed. While the reported event is anticipated in nature as per the product directions for use, it was indicated that the flow diverter wire perforated the vessel wall and subsequent hemorrhage occurred. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint. Subject device is not available.

Event description:
It was published in the journal of interventional neurology an article of a series of 37 patients who were treated with the subject flow diverter. During one of the procedures, it was reported that the subject flow diverter wire perforated the patient's middle cerebral artery resulting in an acute subarachnoid hemorrhage prior to flow diverter deployment. The physician promptly reversed heparin and anti platelet medications which were being used for anti coagulation. No further information is available.